Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable pulse generator was returned and received in its sterile packaging. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.

Event description:
It was reported the device was tested in its packaging and would not pull up via the programmer head. However, once the software started, the device would not interrogate. This device was not clinically used; event occurred prior to an implant attempt.